Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: h4: device manufacture date is currently unavailable. Investigation summary :the complaint device was received at the manufacturing site and evaluated. During the service evaluation the following defects were identified: visual : corrosion/rusting/pitting, broken (2+ pieces) : chipped/shaved/delaminated, visual : deformed/bent. - outer tube damaged, distal tip damaged. - illumination distal tip fiber damaged. - optical system, optical components distal cover glass/negative damaged scratch/cracked/residue. - cosmetic issue rust/discoloration. Per service reports, this complaint was confirmed. The defective parts need to be replaced to resolve the issues. Based on the investigation findings, the faulty parts were identified as the root cause for the device failure during the service evaluation. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during decontamination postoperatively to an unknown procedure, it was observed that the device had cracked lens. During service evaluation, the following defect was identified: broken (2+ pieces) : chipped/shaved/delaminated. This event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.